Manufacturer narrative:
Sections with additional information as of 22-mar-2021: d8: answered no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause mlc-078 user hematocrit low.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up calls on 12-jan-2021 to ensure the patient condition improved - able to establish contact with customer who stated condition had improved and she did not currently have any diabetic symptoms. Due to the e-0 error, customer had gone to emergency room on (B)(6) 2021, where she had been given 3 pints of blood and diagnosed with covid-19. Customer had been hospitalized (B)(6) 2021- (B)(6) 2021. Customer is now on steroids (prednisone) and has stopped using the meter as she was told it will elevate her blood glucose. Customer had also reported her feeling tired at time of the initial call had been due to covid-19.

Event description:
Consumer reported complaint for error message (e-0). Customer stated she tested 10 times that morning and the meter had displayed error message e-0. At the time of the call, the customer reported feeling tired and believed it was due to her iron being low. Customer had stated that her doctor was not seeing patients and so she would go to the emergency room. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/21/2022 and open vial date is 01/07/2021. The meter memory was not reviewed for previous test result history.